Event description:
It was reported that over the past year there were varying and rising impedances and intermittently high thresholds on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation of d11: addr01 implantable pulse generator (ipg) 2008-(B)(6), 5076-45 implantable pacing lead 2008-(B)(6). (B)(4).